Manufacturer narrative:
Investigation summary: investigation level a: DHR review - no, required for MDR but batch unknown; qn database review - no, not required; eura review - yes, required for MDR; sample analysis - yes. Investigation conclusion: the customer's experience was confirmed by the returned unit. The eura was reviewed and the failure mode of kinked extension tubing was not identified. However, this failure mode has the same end user effects as detached extension tubing, which is already identified. An ecr/o will be opened to update (B)(4) accordingly. Root cause description: manufacturing: this defect occurs at the zone 8 adhesive dispense station if the catheter adapter is misaligned. Current process controls include routine leak testing after zone 9 as well as an online flow tester.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood leaked from connection site from a 20 g x 1.25 in. (1.1 mm x 31 mm) bd nexiva¿ closed IV catheter system. This was observed during use with no report of serious injury or medical interventions.